Event description:
It was reported that the pediatric orthopaedic surgeon at the university of rochester was performing an open reduction internal fixation (orif) of the distal humerus on (B)(6) 2015 using a 4.5mm partially threaded cannulated screw set. Upon final x-ray, it was noticed that the treads appeared to unravel. The surgeon decided to leave the screw implanted. The patient status/outcome was reported to be satisfactory with a surgical time delay of five (5) minutes at most. This report is for one (1) unknown 4.5mm cannulated screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown 4.5mm cannulated screw. Device was not explanted. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.